Manufacturer narrative:
(B)(4). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the patient was prescribed an epipen (epinephrine) and the invisalign product was being used at that time.

Event description:
The patient reported symptoms of sore mouth (lips, gums and tongue), trouble swallowing, chapped lips, swelling and redness of lips and cheeks, scratchy feeling of the throat, tingling sensation of the body and itchy nose. The patient reported visiting a physician at the ER to alleviate the reported symptoms. The patient reported being prescribed benadryl, prednisone and an epipen to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2017. The treating doctor considered the event was serious but not life threatening to the patient.